Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. H6: investigation summary: bd had received 20 samples and 1 photo provided by the customer for investigation. The samples and the photo were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to poor barrier separation as all samples met specifications. No definitive root cause could be established for the reported defect, however it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during centrifugation with bd tube pms plh 13x75 3.0 slbl lim ce clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter: some ¿clot¿ alarms last week and today and once probe hit the separator.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during centrifugation with bd tube pms plh 13x75 3.0 slbl lim ce clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter: some ¿clot¿ alarms last week and today and once probe hit the separator.